Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53, lead, (B)(6) 2011; 0127, competitor, lead, (B)(6) 2010; 5524m-53, lead, (B)(6) 2003; 6981m, adaptor (x2), (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).